Event description:
Per the facility reporter: "the monitor would not recognize that a pt was even hooked up to it. It read that leads were off and displayed only a dotted line. Pt skin was warm/dry and had no visible hair where electrodes were attached. The first time the st. Clair electrodes were used. All lead connections were checked multiple times. Electrodes were changed to another type (foam) with no improvement. During the whole transport at no time did the monitor ever read the pt EKG. A user test was preformed while it was malfunctioning but it passed. I have attached a copy of the strip." No other pt information was released by the facility.